Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient needed an MRI unrelated to the device. The hcp stated the patient told them it doesn¿t hold a charge long enough for the patient to check MRI eligibility. The hcp was going to call the patient and determine if the patient needed to see their managing hcp or not. No symptoms or further complications were reported.